Manufacturer narrative:
This device is expected to be replaced. If additional information becomes available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device remains in service at this time. No adverse patient effects were reported.

Event description:
This supplemental report is being filed based on explant and replacement of the device.

Manufacturer narrative:
Information indicates this product will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.